Event description:
On 14-jan-2026, a company representative - service personnel contacted technical service to report that totalcare frame (product code p1900q007080, serial number (B)(6)), the head of the bed will not rise up. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the head section. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue of head of bed not raising. However, the technician found manifold was damaged, causing a drift issue but unrelated to the head of bed malfunction. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. However, if the reported event of head of the bed not raising were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.